Manufacturer narrative:
Device evaluated by manufacturer: the device was received for investigation. The guidewire exit port was lifted 1.0mm and ripped 1.0mm long. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a diagnostic procedure, removal difficulties were encountered. The target lesion was 12mm in length and 2.25mm in diameter, 90% stenosed located in the severely calcified and moderately tortuous posterolateral artery. The lesion was pre-dilated with a non bsc 1.5x12mm balloon. The physician used the atlantis sr pro2 catheter and ivus was completed without any issues. A non bsc 2.25x14mm stent was implanted at 14atms. The stent edge was caught on the guide wire exit port of the atlantis sr pro2 catheter. When the physician attempted post-ivus, it was difficult to remove the catheter from the stent. The physician moved the catheter back and forth. Then, the catheter was released from the stent, and was removed from the patient. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a diagnostic procedure, removal difficulties were encountered. The target lesion was 12mm in length and 2.25mm in diameter, 90% stenosed located in the severely calcified and moderately tortuous posterolateral artery. The lesion was pre-dilated with a non bsc 1.5x12mm balloon. The physician used the atlantis sr pro² catheter and ivus was completed without any issues. A non bsc 2.25x14mm stent was implanted at 14atms. The stent edge was caught on the guide wire exit port of the atlantis sr pro² catheter. When the physician attempted post-ivus, it was difficult to remove the catheter from the stent the physician moved the catheter back and forth. Then, the catheter was released from the stent, and was removed from the patient. No patient complications were reported and the patients' status is good.